Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery tests could not be performed due to the prime/fill anomaly. No unexpected motor noise noted during testing. No drive/motor anomaly noted. The device passed the displacement, rewind, basic occlusion, self test and unexpected restart error tests. All operating currents were within specification. The off no power alarm functioned properly. It also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump makes a grinding noise during prime and the customer received several no delivery alarms. Blood glucose value was 99 mg/dl. Troubleshooting was not performed. The device was returned for analysis.